Event description:
Same case as MDR ID # 2134265-2013-05914 and MDR ID # 2134265-2013-05913. It was reported that during a percutaneous coronary intervention (pci) procedure, automatic pullback failure occurred. The 90% stenosed and moderately tortuous target lesion is located at an unspecified coronary vessel. The physician used an atlantis sr pro² and connected it to the motor drive unit (mdu) and sled was set. When they performed auto pullback, resistance was encountered at the transducer and the catheter. This resulted to auto pullback failure. They manually pulled the transducer and resistance was encountered again. After it went through the point where the resistance occurred, they were able to pull the transducer smoothly. The procedure was completed with another with same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that two flaps of hub rotator were damaged. The unit was able to connect into mdu system properly. The telescope assembly was able to properly pull back, advance, and retract. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2013-05914, 2134265-2013-05913. It was reported that during a percutaneous coronary intervention (pci) procedure, automatic pullback failure occurred. The 90% stenosed and moderately tortuous target lesion is located at an unspecified coronary vessel. The physician used an atlantis¿ sr pro² and connected it to the motor drive unit (mdu) and sled was set. When they performed auto pullback, resistance was encountered at the transducer and the catheter. This resulted to auto pullback failure. They manually pulled the transducer and resistance was encountered again. After it went through the point where the resistance occurred, they were able to pull the transducer smoothly. The procedure was completed with another with same device. No patient complications were reported and the patient status is good.